Manufacturer narrative:
(B)(4)

Event description:
It was reported that during patient use, the ventilator had a system error. The ventilator did not turn off but the ventilation stopped. The patient's oxygen (o2) saturation decreased from 100% to 80%. The ventilator alarmed both visually and audibly. The patient was removed from the ventilator, manually ventilated for forty (40) minutes and transferred to another ventilator.